Event description:
Report received of an independent change of the volume to be infused (vtbi). The pump was returned to the biomedical engineering department with an unsigned note that stated, "broken, does not work." No tracking info was provided. During testing by the user facility, after the control knob was turned to the set vtbi position, the displayed vtbi independently increased at unspecified increments. Reportedly, "the number would increase, stop for 10-20 seconds, and then increase again." There were no report os any adverse pt events while the device was in clinical use.